Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been on therapy since 2am on the arctic sun device. They were supposed to be rewarming, but nurse stated that when they came on shift they noticed therapy was not set up correctly. Nurse swapped patient to rewarming and wanted to verify device was working ok. Patient was not getting to target temperature. Patient was on temperature sensing foley but anuric so moved to esophageal probe for pt 1 (patient temperature measurement) was 32.8c, and pt2 (patient temperature measurement) rectal probe was at 33.3c. Temperatures have been within range of each other. Noted pads feel warm. The target temperature was 37c, water temperature was 40c water flow rate was 2.9 l/m and 4 pads connected plus universal pad. Nurse confirmed patient was not shivering, micro shivering and seizing. Electroencephalogram (eeg) confirms no activity. The system diagnostics showed outlet monitor temperature (t1) was 39.9c, outlet control temperature (t2) was 40.1c, inlet temperature (t3) was 39.3c, and chiller temperature (t4) was 4c, water flow rate was 2.9 l/m, inlet pressure was -7 psi, circulation pump command was 64 percentage, mixing pump command was 0 percentage, heater showed 25, water reservoir level showed 5, system hours were 315.8 and pump hours were 275.2. Nurse noted that the appears to be working optimally. Difficulty in rewarming appears to be patient related. Mis discussed addition of bair huggers or warm blankets to hands, head and feet. Also discussed patient medications and potential effects on patient temperature. Noted they could have the cm assist with reviewing therapy data once patient therapy complete since nurse alleges water temperature was more inconsistent earlier.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had been on therapy since 2am on the arctic sun device. They were supposed to be rewarming, but nurse stated that when they came on shift they noticed therapy was not set up correctly. Nurse swapped patient to rewarming and wanted to verify device was working ok. Patient was not getting to target temperature. Patient was on temperature sensing foley but anuric so moved to esophageal probe for pt 1 (patient temperature measurement) was 32.8c, and pt2 (patient temperature measurement) rectal probe was at 33.3c. Temperatures have been within range of each other. Noted pads feel warm. The target temperature was 37c, water temperature was 40c water flow rate was 2.9 l/m and 4 pads connected plus universal pad. Nurse confirmed patient was not shivering, micro shivering and seizing. Electroencephalogram (eeg) confirms no activity. The system diagnostics showed outlet monitor temperature (t1) was 39.9c, outlet control temperature (t2) was 40.1c, inlet temperature (t3) was 39.3c, and chiller temperature (t4) was 4c, water flow rate was 2.9 l/m, inlet pressure was -7 psi, circulation pump command was 64 percentage, mixing pump command was 0 percentage, heater showed 25, water reservoir level showed 5, system hours were 315.8 and pump hours were 275.2. Nurse noted that the appears to be working optimally. Difficulty in rewarming appears to be patient related. Mis discussed addition of bair huggers or warm blankets to hands, head and feet. Also discussed patient medications and potential effects on patient temperature. Noted they could have the cm assist with reviewing therapy data once patient therapy complete since nurse alleges water temperature was more inconsistent earlier. As per follow up information received via phone on 01may2023, it was reported that there was no impact to the patient and treatment was completed. The device was on the incorrect setting. The patient was female and no other identifying information was available.